Event description:
Patient reported they have periodontal disease, they have not been able to use the aligners and was informed it will cause more damage to their teeth. This is a contraindicated patient for periodontal disease.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.